Event description:
Analysis reply: product innovo grun, lot no. Pw40012. Device conclusion: technical examinations were performed and the electronic register was checked. The close accuracy was measuredby weighing by using a random penfill cartridge. The result was within acceptable limits. The display has turned bland due to an internal security system in the electronic unit. This system comes into operation when the dosage selector I turned too quickly. However, if the push-button is pushed completely in the display will function again. Case conclusion: the observed problem with the display is caused by incorrect handling during use. Since the latest submission of the case the following info has been updated. -narrative with analysis results, -lot number of device.

Event description:
This spontaneous report from a pharmacist reported as "hypoglycaemia", concerns a patient (age unk) treated with an innovo (insulin delivery device) due to diabetes mellitus. It is reported that the pt developed hypoglycaemia during use with an innovo. The pt's spouse called the embergency doctor and the pt was hospitalized for nine days (date unk). The pt is not sure that the event was caused by the device. He had been using the device again for 3 weeks without any problems, however, he claims that sometimes the display fails during dose adjustment. The suspected product will be returned for evaluation. The outcome of the event was not reported.